Event description:
Per the doctor's report, the patient was explanted in 2007 due to device extrusion. Reimplantation surgery had not been scheduled at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.